Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - patient presented 16 years post-operation with pain due to instability. Surgeon determined thicker insert was needed.

Manufacturer narrative:
Corrected data: see d.1 & g.1. Manufacturer narrative: the reason for this revision surgery was reported as pain. The previous surgery and the surgery detailed in this event occurred 15.9 years apart. The healthcare professional indicated there was significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to pain. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the reported event. The surgeonperformed this revision to remedy the patient condition. This complaint will be closed pending receipt of additional information. Additional reportind on this item will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
The reason for this revision surgery was reported as pain due to instability. The previous surgery and the surgery detailed in this event occurred 15.9 years apart. The healthcare professional indicated there was significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. This investigation is limited in scope as only partial information was provided to djo surgical. The revised item was not returned for examination and the lot number was not provided. To adequately investigate this event, the lot numbers are necessary. If this information is submitted at a future date, this investigation will be re-evaluated. Customer complaint history of the reported items showed no present trends or on-going issues that are needing a review. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient condition. This complaint will be closed pending receipt of additional information. Additional reportind on this item will be provided as a supplemental report to this document as soon as it becomes available.